Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 127 ohms. Troubleshooting options were discussed. No troubleshooting or actions have been taken. The patient will continue to be monitored via normal follow-up appointments. No adverse patient effects were reported. The lead remains in service.